Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low, out of range pacing lead impedance measurements less than 200 ohms. It was noted that impedance trend had been hovering around 200 ohms, until recently became out of range. All other lead measurements were deemed stable and electrogram (egm) appeared clean. Subsequently, the device was explanted due to normal battery depletion (nbd) and pacing impedances with the new device was around 600 ohms. Defibrillation threshold (dft) test was also done with impedance value noted to be at 450 ohms. However, after dft, the physician noted some noise on the rv lead. Furthermore, the field representative indicated that with pocket manipulation, oversensing was observed but no pacing inhibition noted. The cause of observation was not identified and impedance on pacing system analyzer (psa) was within an acceptable range. This ICD was explanted and will not be returned as it was kept by the hospital. A new device was successfully implanted while the rv lead remains in service. No additional adverse patient effects were reported.

Event description:
Additional information became available that this right ventricular (rv) lead was explanted and successfully replaced due to continued noise, oversensing, and increased pacing thresholds. Upon revision it was noted that there was insulation damage and a visible pinch in the lead body near the subclavian area, and as such the stylet was unable to be advanced within the lead. Laser extraction was done, and the lead was damaged and discarded. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).